Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment and outcome for the event was not reported. It was not reported whether the dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888511 and gd887703 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.